Event description:
It was reported that, during device interrogation, an error code is shown, and then, the programmer goes to a "black screen". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.